Manufacturer narrative:
The original planning file was evaluated by the fhc, inc. Some areas of flooding are evident in the CT scan. Merging issues are noticed around the skull (predominantly the outer and inner edges) indicative of a skew in one direction. The amount of misalignment is difficult to judge quantitatively. Based on scans and facts provided by customer development technicians for this case, it is determined that waypoint planner functioned as it was originally designed to. The software did not exhibit a failure or bug as a result of loading and merging the dicom images. The inability of planner to produce a merge that met the satisfaction of the user can be attributed to poor image quality due to scanners at the facility. The surgery was re-planned using waypoint navigator and was completed successfully with no misalignment.

Event description:
Surgeon reported to fhc's technical supportive representative regarding image registration in waypoint planner (66-wp-pl). The patient was previously installed with bone anchors and had undergone CT and MRI scan. The surgeon did not like the image registration with waypoint planner (66-wp-pl) and decided to use a frame for the patient. Three scans were available for review; CT with anchors, MRI and CT with anchors and frame. The CT with anchors and CT with anchors and frame merged very well. The CT to MRI showed ac and pc to be more than a millimeter off. As a result of this, surgeon decided to reschedule the surgery. There was no evidence that the patient was harmed in anyway by rescheduling the surgery.